Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of right ventricular lead noise. The noise was too large to be programmed around. The patient was pending a lead revision. The patient was stable.

Manufacturer narrative:
The reported event was not confirmed. The damage found was sustained during the procedure. The lead was otherwise normal.

Event description:
New information notes the right ventricular lead was explanted and replaced successfully. The patient was doing well.